Event description:
The md applied to the fixator to a pt to treat a distal radius fracture. Post-operatively the md noted when the locking mechanism was tight it allowed some "play" in the fixator. The fixator was replaced. There was no injury to the pt.